Manufacturer narrative:
The reported events were the helix would not retract, loss of capture, and decreased r-wave sensing variation. As received, a complete lead was returned in one piece for analysis. The reported event of the helix would not retract was not confirmed. Visual inspection revealed the helix was retracted and clogged with dried blood/tissue. X-ray inspection revealed an over torqued inner coil, which is consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The reported events of loss of capture and decreased r-wave sensing variation were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies except for procedural damage.

Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was r-wave amplitude variation and an increase in the capture threshold resulting in a loss of capture on the right ventricular (rv) lead. During a revision procedure, the helix of the rv lead failed to retract. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.